Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered left side deflation and right side capsular contracture; baker grade IV, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the suspect medical devices were the following: (left) 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 6451258 and (right) 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 6451258. Mentor also became aware that the correct date of implantation for both suspect medical devices was (B)(6) 2011. In addition, mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 7694244 sn: (B)(4) and (right) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 7694244 sn: (B)(4). On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Device investigation summary: the analysis results show that the device appeared intact. Leak testing revealed there was a tear at the union between valve and shell of the implant. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.